Event description:
On (B)(6) 2022, accelus was made aware of a revision surgery performed on (B)(6) 2022 to remove a migrated shim from a flarehawk implant (part: unknown, lot: unknown). It was reported that the original case was performed 2 years ago, and bone had grown through the shell and shim. It was reported that during the removal part of the shim removal tool broke. The physician then used a rod holder to pull out the original shim. The shell remained in the body cavity. No additional patient harm was reported as a result of this occurrence.